Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The returned suspect device visually and physically tested. There was no impact or corrosion, and no physical damage was seen. Upon suspect device start up, the reported issue of factory service needed was seen, therefore the customer complaint was duplicated and the root cause was determined to be the faulty main board. The suspect device's main board was replaced, and the issue was resolved. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the suspect device needs factory service required. No patient injury was reported.